Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was revised on (B)(6) 2020 for dislocation. The same day of the first surgery. The surgeon explanted 1 centered glenosphere and 1 humeral cup ø36+3. The surgeon implanted 1 centered glenospere and 1 humeral cup ø40+6.